Event description:
New information received notes that the patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature eri and low, out of range, impedance were observed on the device. Patient had presented to the clinic with shortness of breath. No further information.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The cause of the premature battery depletion was due to high current drain from an anomalous rf module.